Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. All bolus and alarms received during testing were properly recorded at the pump history screens. No history anomalies were noted. The insulin pump had cracked case at the display window corners, cracked display window, stained keypad overlay and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on february 28, 2017 with blood glucose of 22 mg/dl. The customer stated that they were unconscious on the floor. The customer was treated with glucose line in the ambulance. The customer was wearing the insulin pump during the hospitalization. The customer also had high reading of 400 mg/dl. The customer also mentioned that the bolus history was inaccurate. The insulin pump will be returned for analysis.